Event description:
During an endoscopy procedure, a cook fusion pre-loaded with acrobat wire guide sphincterotome was used. The coating of the wire guide pulled away from the core wire. No section of the device detached inside the patient. The physician removed the wire guide and completed the procedure with another cook acrobat wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 14.4cm of the covering beginning 2cm proximal to the 25cm mark of the wire guide was stripped and pulled back on the wire. The peeled back coating was returned with the wire guide. The peeled back coating was not spiraled but exhibited signs of stretching where the separation had occurred. The peeled back coating extended beyond the tip of the wire by 4mm. As a result of the condition of the returned wire guide it cannot be determined if any coating was detached. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of the wire guide metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.